Event description:
Dr, facility alleges cobe h3 dialysis machine was difficult to use. There was a problem with the cobe h3 dialysis machine causing the pt to be switched to another machine. There was no reported pt blood loss or injury. Machine has had the same problem for awhile.